Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 100 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 130 and 134 mg/dl . The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated the a1c is 7.1 which is equivalent to 157 mg/dl. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 130 and 134mg/dl . The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). The customer stated the a1c is 7.1 which is equivalent to 157mg/dl. The customer stated he was in good health and not exhibiting any symptoms of high or low sugar at this time.